Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during patient prep the system shut down with no mention of a system message. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in b.5. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information states that the system did not shut down that it displayed a system message regarding the fluidics.